Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he was hospitalized due to high blood glucose levels. Customer reported symptoms related to their high blood glucose levels included being very anxious with a short fused. Customer started treating high blood glucose with the insulin pump, but later treated with manual injections. Customer's blood glucose levels at the time of the incident ranged from 400 to 500 mg/dl. Significant events leading to the emergency room visit included dehydration which affected kidney function. Customer was wearing the insulin pump at the time of emergency room visit. Customer reported that the insulin pump alarmed no delivery. However, customer reported that the alarm was resolved by a complete set change. Customer also reported that the insulin pump alarmed battery out limit. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.